Manufacturer narrative:
Product event summary: the device was returned with the device memory data. The device memory data was analyzed showing that the charge circuit was inactive on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for a high voltage charge circuit timeout resulting in the device being at end of service (eos). The device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.